Event description:
(B)(4). Having a hysterectomy due to pelvic pain and abnormal bleeding on (B)(6) 2016.

Event description:
(B)(4). Excruciating, debilitating back pain. Irritability. Depression. Anxiety. Itching, swelling. Bloating. Weight gain. Inability to lose weight.